Event description:
It was reported that air bubbles were observed within the patient line. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a supply change. Customer¿s blood glucose level was 151 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.